Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be verified. The manufacturing process record (po) was evaluated and the device was manufactured within specifications. The product was manufactured and released according to specifications. The review identified no non-conformance report (ncr) associated with this production order number (po). A search on complaints related to this production order (po) was conducted. The search revealed no other complaints for this po have been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Date of birth: unknown, not provided. If explanted, give date: not applicable as to date the lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation an intraocular lens (iol) did not unfold in the capsular bag. Whilst trying to unfold the lens the capsular bag was detached. There was a small vitreous wound which was repaired with yag. Additional information was received and it was learnt that the lens remained implanted into the male patient's eye. Due to the capsular bag detachment, a capsular distension ring was implanted in a secondary surgery. Visual acuity (va) pre-operative: 0.2. Va post-operative: 0.9 (-2). No further information was provided.